Event description:
Upon inspection, a three-way stopcock at the end of the manifold running the patient's cardiac drips and sedation into a medication infusion port on the pa [pulmonary artery] catheter was cracked and all of the patient's drips were leaking into the bed. Upon removal of the cracked three-way stopcock and reattachment to the infusion port, the patient's blood pressure and flows stabilized.